Event description:
Reporter alleged being hospitalized due to the blood glucose monitoring device higher results which resulted in a low glucose episode. Reporter stated device result was 270 mg/dl and dosed extra insulin. Reporter indicated passing out and paramedics were called. Reporter stated paramedics treated with glucose tube syrup and transported hm to the hospital. Reporter indicated hospital device result was 190 mg/dl. Reporter did not indicate treatment information at the hospital, however, did state no controls were used at the time of the alleged event. A request was made for the return of the suspect device and replacement product was sent.